Manufacturer narrative:
An isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce and the reported failure and confirm the error in the system logs. The tfs replaced the emergency stop switch to resolve the issue. The replaced part was scrapped in the field, hence failure analysis will not be performed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted with an error 31055. The intuitive surgical, inc.(isi) technical support engineer (tse) instructed the customer to power cycle the system, the breakers and perform an emergency power off (epo); however, the issue persisted. The tse had the customer silence the alarm and cycle the epo button multiple times and then try to recover the fault; the issue still persisted. At that point the surgeon decided to convert the procedure to an open traditional surgical procedure. On 05/05/2017 isi followed up with the customer and confirmed there was no report of patient harm, adverse outcome or injury.